Event description:
It was reported that, "when inserting the acetabular screw, the tip of the screwdriver broke off inside the screw head. The screwdriver tip remained inside the screw head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.